Event description:
It was reported that eight hours after insertion of the intra-aortic balloon, the pump experienced helium leak alarms. The intra-aortic balloon was removed without any complications.